Manufacturer narrative:
Additional information received on 06-jan-2026: patient complaint of pocket site pain and device protruding too much due to weight loss the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This device was repositioned due to patient lost over 50 lbs and remains implanted. Should additional information be received this file will be updated.